Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic was torn off. The lens was returned in vial in liquid. (B)(4).

Event description:
The reporter stated a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, was not used due to broken haptic. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.